Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿24v low¿ message and gave an audible alarm during power up. During repair, the bmt found that the actuator-test board was blackened, charred and melted and emitted a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The board was the original fresenius part on the machine. The bmt reported that there was no smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test. Blackening was also seen on the function board. The machine has approximately 20,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the actuator-test board, function board and mother board, which resolved the issue. The bmt reported that the machine has been returned to service without issue. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿24v low¿ message and gave an audible alarm during power up. During repair, the bmt found that the actuator-test board was blackened, charred and melted and emitted a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The board was the original fresenius part on the machine. The bmt reported that there was no smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test. Blackening was also seen on the function board. The machine has approximately 20,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the actuator-test board, function board and mother board, which resolved the issue. The bmt reported that the machine has been returned to service without issue. No samples are available to be returned to the manufacturer for physical evaluation.